Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was high. His blood glucose level was 404 mg/dl. The customer was sick to his stomach and had a nasty taste in his mouth. He treated his high blood glucose level with manual injections and the insulin pump. The infusion set had a bent cannula. The device was not returned.